Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry connection with the patient's device. There were intermittent connections when the programming head was changed out. The programmer keyboard also has a loose hinge. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer rf (radio-frequency) head had no telemetry connection with the patient's device. There were intermittent connections when the programming head was changed out. The programmer keyboard also has a loose hinge. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported telemetry issue. The programmer rf (radio-frequency) head had no telemetry connection due to a loose connector on a printed circuit board of the programmer. It was further noted that the printer and system fan were noisy, the left keyboard hinge was broken, and the keyboard was pulling apart. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.